Event description:
It was reported that this right atrial (ra) lead was partially explanted without any specific allegations. No further information is available regarding this event. A new device was implanted. The device has been returned and is pending analysis. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned severed approximately 150mm from the terminal end, with only the proximal end returned. It was noted that the damage appeared to be the result of cutting with a tool. Testing was completed on the available portion of the lead to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was partially explanted without any specific allegations. No further information is available regarding this event. A new device was implanted. No additional patient effects were reported.